Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for the reported event of full battery depletion leading to a pump stop. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days (07jun2021 ¿ 12jul2021, 01jan2001 per time stamp). Events occurring on 01jan2001 took place when the clock was not set, and the exact date and time of these events could not be determined. On 12jul2021 at 03:35:24, the batteries fully depleted activating a no external power alarm. The backup battery did provide power until it was fully depleted causing a pump stop and the clock to reset. The pump was able to restart again. The driveline was disconnected for a system controller exchange on 01jan2001 at 01:00:06. There were no other notable alarms active in the log file. Multiple good faith efforts were sent to retrieve the serial number of the system controller and more information regarding the sequence of events, if the device was operating as intended, and if the system controller was exchanged and would be returning; however, no response was received. The device history records were unable to be reviewed due to the serial number of the system controller being unknown. Heartmate ii instructions for use entitled ¿powering the system¿ and heartmate iii heartmate ii instructions for use entitled ¿powering the system¿ addresses how to properly change between all power sources. Heartmate ii instructions for use entitled ¿alarms and troubleshooting¿ and heartmate ii instructions for use entitled ¿alarms and troubleshooting¿ addresses how to addresses how to properly interpret and troubleshoot all system alarms including, low voltage, power cable disconnect, and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-03963. It was reported that the patient came into the emergency room in cardiac arrest. Emergency medical services (ems) found the patient's batteries depleted. Upon arrival to the emergency room (ER) the pump was on and functioning. A review of the log file reveals the pump shut off around 0335 on (B)(6) 2021. The log also confirmed that the patient let the 14v battery power deplete as well as the backup battery as there were low voltage advisories on (B)(6) 2021 at 0150 and low voltage hazard events on (B)(6) 2021 at 0320, 0332, and 0335, and then the backup battery kicked on until it was depleted as well. Ems changed to a new set of batteries. Additionally, the internal clock of the controller reset from loss of power.